Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. No product lot number was reported therefore no lot release records were reviewed. Omnipod insulin management system user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016, checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient was hospitalized for 2 days due to high blood glucose (bg) levels (readings not provided) while wearing the pod between 4 and 24 hours on the arm. At the hospital, the patient was diagnosed with hyperosmolar hyperglycemic state (hhs) was placed on an intravenous (IV) combination of insulin, saline and potassium.

Manufacturer narrative:
New information was provided on (B)(6)2020. Bg levels exceeded 22 mmol/l (396 mg/dl) d4 - lot no changed from blank to l45022. D4 - serial no changed from blank to (B)(4). D4 - expiration date changed from blank to 2/2/2021. H4 - device mfg date changed from blank to 8/2/2019.

Manufacturer narrative:
The returned device was evaluated and inspection of the device did not find any issues that would result in the device failing to deliver insulin. The downloaded data shows no increase in pulse widths or signs of struggle during the run that would indicate a failure of the pod to deliver insulin.